Event description:
Set pump to 60 cc/hr to prime tubing, connected tubing to pt, reset pump to 5 cc/hr, set volume to be infused to 125 cc, pressed start. Found IV rate at 60 cc/hr. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.